Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The reservoir volume was 6.6ml, the rate was 2.3ml, and 96.2ml was given. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.